Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information in reference to certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging multiple myeloma. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information in reference to certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging multiple myeloma. The manufacturer was made aware of this complaint through a representative of the customer. After the first attempt to have the device and components evaluated, the customer responded that the device will be available for evaluation, device has been returned to the manufacturer for evaluation. The manufacturer is submitting an updated report at this time. After device return and completion of evaluation, a follow-up report will be filed. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.